Event description:
The customer reported to olympus that during the unknown procedure, the single use distal cover fell off of the evis exera iii duodenovideoscope into the patient and was retrieved using colonoscopy. No patient harm was reported. Additional procedural details were requested but not provided. Related patient identifiers: (B)(6) evis exera iii duodenovideoscope (model: tjf-q190v sn: unknown) - this report. (B)(6) single use distal cover (model: maj-2315 lot: h2x21).

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00310.

Event description:
The procedure was a endoscopic retrograde cholangiopancreatography (ercp). The reported event was discovered after the patient was in second phase of recovery. Patient was taken back to operating room (or) and placed under anesthesia and an esophagogastroduodenoscopy and colonoscopy was preformed to retrieve the distal tip. Patient recovered well and discharged after retrieval.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received (b5, e4, and g2). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the distal cover fell off while user was withdrawing scope occurred due to the following: - the cover was damaged by chemical attack from adhesion of chemicals such as anti-fog agent. Subsequently, the cover was easy to come off the scope. - attachment of the cover to the scope was insufficient. Subsequently, the cover was easy to come off the scope. However, the root cause of the suggested event could not be identified. The event can be prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.